Event description:
It was reported that during an prostatectomy procedure the tissue pad melted exploded and smokes, the tissue pad was fully retrieved .another device like device was used to complete the case. No patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a detached tissue pad. The tissue pad was in good physical condition and properly attached to the clamp arm and not detached as reported. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure.